Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6). It was reported that angina and coronary atherosclerotic heart disease occurred. In (B)(6) 2019, the index procedure was performed. One day prior to the index procedure, subject received a loading dose of 300 mg aspirin and 300 mg of clopidogrel. At the time of procedure, the subject was on a prior regimen of aspirin and p2y12. Subject received heparin or other anti-thrombin medication. The target lesion was located in the proximal left anterior descending (lad) artery extending into mid lad with 80% stenosis and was 49 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of two study stents, a 3.00 mm x 38 mm and a 3.50 mm x 16 mm. Following this, post-dilatation was performed with residual stenosis of 0% with timi flow 3. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject presented with stable angina and was hospitalized on the same day for further evaluation and treatment. Coronary angiography was performed which revealed coronary atherosclerotic heart disease. The physician considered the heart disease related to the 3.5 x 16mm study stent. Six days later, the event was considered to be recovered/resolved and subject was discharged on the same day.